Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 12.7mm, 29g syringes in an open poly bag from lot # 7086624. The returned syringe was examined and no broken hub or cannula was observed. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for hub broken and scale marking defective on lot # 7086624. A review of the device history record was completed for batch# 7086624. All inspections and challenges were performed per the applicable operations qc specifications. There were eight (8) notifications for scratched print. There were two (2) notifications for missing zero lines. There was one (1) notification for ink splatters. There was one (1) notification for excessive ink. There was one (1) notification for printer ink spots. There was one (1)] noted for ink rings. There was one (1) notification for missing print. There was one (1) notification for high zero lines. There were two (2) notifications for missing scale lines and misaligned scale rotation. There were five (5) notifications that did not pertain to the complaint. Investigation conclusion: all scale markings were observed to be clearly and legibly printed correctly on the barrel. No defects were observed on any of the returned syringes. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd micro-fine¿ insulin syringe needle experienced cannula breakage during use, and had the scale markings printed incorrectly.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ insulin syringe needle experienced cannula breakage during use, and had the scale markings printed incorrectly.